Event description:
It was reported that minimum fill notification occurred while customer attempted to reload cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer's blood glucose level. The customer re-loaded the cartridge to resolve the issue.